Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, the valve dislodged as the nose cone was withdrawn. It was reported that following the final valve expansion, the wires were withdrawn and were reported to be almost not protruding from the nose cone. The nose cone was centered as much as possible, however it was thought that the tip of the nose cone caught on the inflow edge of the valve. No resistance was noted and the nose cone was pulled slowly, however it seemed to have pulled quickly as torque remained. The valve was at a position of 0 mm and dislodged to a position of 2 mm to the outflow side. The valve was quickly snared. A second valve was passed through the first valve while the first valve was held with a snare. The second valve was implanted successfully. No additional adverse patient effects were reported.

Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: evproplus-29us, serial/lot #:(B)(4), ubd: 19-jun-2022, UDI#: (B)(4) product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that 10 months and 8 days following the implant of the valve, the patient developed worsening heart failure. The patient was admitted and treated at the hospital. No additional adverse patient effects were reported.

Manufacturer narrative:
Updated data: b2. B5. H6. The codes present in section h6 correspond to multiple components/products that comprise this reported event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.